Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported that the battery was not lasting, received stuck button alarms, experienced flow block alerts, noticed noise when rewinding, and encountered issues with downloading data from the pump to the phone. The customer reported no adverse event. The event involved product(s) mmt-1880l, unomedical, mmt-6102, and unk_disposables. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past event. Troubleshooting was not performed for the short battery lifetime, keypad anomaly. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880l was requested, and the customer's response was that the device would be returned. Product return is not applicable for non-physical devices. No product return is required for unomedical, and unk_disposables.

Manufacturer narrative:
Pump received with an unresponsive keypad at the ok button. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self-test or verify no delivery alarm, rewind anomaly, drive/motor anomaly due to unresponsive keypad at the ok button. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found multiple stuck button error alarm on 09/06/2025 03:58:03.000, 09/06/2025 03:58:41.000, 10/03/2025 13:57:59.000, 10/09/2025 07:25:46.000 in download history. No unexpected no delivery alarm, drive/motor anomaly on event date in download history. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per pump history records. Battery cycle 10.0 received the low battery alert (104) on 09/18/2025 06:56:00 after more than 7 days at 20.92 days. Battery cycle 9.0 received the low battery alert (104) on 08/28/2025 08:40:00 after more than 7 days at 23.6 days. Battery cycle 8.0 received the low battery alert (104) on 08/04/2025 07:46:00 after more than 7 days at 25.54 days. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly noted. The p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case, stained keypad overlay. Unable to verify no delivery alarm, rewind anomaly, drive/motor anomaly due to unresponsive keypad at the ok button. Unresponsive keypad button due to flattened keypad dome confirmed. Customer alleged for unexpected charge/battery lasts less than expected or low battery alert not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.